Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the individual packaging of the bd nexiva¿ closed IV catheter systems were opened. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the individual packaging of the bd nexiva¿ closed IV catheter systems were opened. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: received 20 nexiva packages from lot number 8145552. All contents within were intact. A complaint history check was performed and this was the 1st related complaint reported with the defect-condition of package-damaged defective-other with lot # 8145552 regarding item # 383532. DHR review shows a total of (B)(4) units were manufactured on nfa line 2 from 26may18 through 6jun18. 2 non related quality notifications were initiated during production. Disposition, root cause and corrective actions were applied per quality control plan. Four non-related quality notifications were in place during production. Investigation conclusion: all of the packages received revealed the trays (bottom-clear film) were malformed. 4 of the packages received had a partially open seal. One of the packages received disclosed a compromised seal. The damage appears to be caused by external conditions (ex. Exposure to extreme heat) during transit/handling of the units. Root cause description: a definite cause to the failure of package damaged/defective could not be identified. Rationale: end user risk analysis was analyzed to determine the cause of the defect. No aspect of the packaging process could be determined as a root cause. The process is within the design output requirements to monitor and evaluate during the next months as it appears to be environmental after packaging. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.